Manufacturer narrative:
The device was received for evaluation. Visual inspection showed a hole at the port seal on the bag. The reported issue was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set leaked "due to damage in the drain tubing near the bag" (not further described). The patient detected this issue at home after peritoneal dialysis treatment. When found, the patient replaced the set with a new one to continue the treatment. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.